Event description:
Long term chronic exposure to low levels of mercury from my 12 dental amalgam fillings has had a terrible impact on my mental functions. I had my first amalgam filling at age 6 and it's been accumulating in my brain ever since. I had 12 very old -20+ years since placement- and very large amalgam fillings. I had the habit of drinking hot tea and eating corn chips almost every night. The hot liquid and crunchy food quickened the release of mercury into my body. I also had gold crowns in teeth next to amalgam fillings which draws mercury from the amalgams towards the gold and into the body. I now know that even the makers of gold dental materials say not to mix these metals in the mouth. Makers of dental amalgam say not to use it excessively. Was 12 large multi-surface filling excessive? I was never warned of any potential dangers from mercury from dental amalgams. I was told the fillings were "silver" or "amalgam" but not mercury although they're 50% mercury. I also had a broken filling which was removed without proper procedures -rubber dam, high speed suction, alternate air source - after which I had a severe downturn which led me to seek medical attention. It was a month later I learned the connection between mercury and my symptoms. My mental functions were impaired to the point I could not function except on the most basic level. I discovered I had 12 of 13 symptoms of mercury toxicity from information I happened upon on the internet. Reports showed the mercury vapor levels in my mouth with 12 fillings were higher than epa workplace safety standards. I took action and my symptoms changed and I started to improve. I am still very much impaired and was diagnosed with symptoms similar to early alzheimer's or a head injury at an early age. If those were the actual conditions I would not have improved at all but would have been on a one way downslide. I have no doubt that my long term exposure to mercury from my amalgams had caused the formation of brain plaque and neuro-fibril tangles as indicated by my symptoms. I never had mercury exposure from excessive seafood or other sources.